Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be that material surface is rough, abrasive or uncomfortable. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the purewick female external catheter product ifus were found to be adequate based on past reviews. Correction: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient got a real bad urinary tract infection from using the purewick urine collection system. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient got a real bad urinary tract infection from using the purewick urine collection system. It was unknown what medical intervention was provided for the urinary tract infection.